Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. Although the visual symptoms could not be confirmed in this case, visual disorders symptoms are also rare but largely documented in the literature. They are typically linked to an intra-arterial injection of filler, which can result in an embolisation of the ophtalmic artery. They may also be unrelated to the use of dermal filler product. If treated with appropriate medical treatment, symptoms can be fully resolved without sequalae. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products

Event description:
A female patient experienced an adverse event following injections of teosyal rha 4 in the nose on (B)(6) 2021. The same day, she reported having "clouded vision". She was immediately examined by the injector, who did: capillary refill check, eye dilation, examination of retina and pupils, assessment of colouration. As a result, the injector concluded to an absence of vascular complication in the nasal arterial structure (including the external nasal branches of anterior ethmoid all artery). Nevertheless, she dissolved the filler using hyaluronidase (2 doses of 1500 ui). The patient reported improvement, therefore she was not referred to an ophthalmologist. Later on, the patient left the injector's office and visited a&e. No information is known about the tests or treatments carried out there. A medical expert was contacted to provide a second clinical assessment. According to him, a visual disturbance cannot occur without an intravascular cause in the context of facial dermal filler injections. According to the injector, the only evidence of the adverse event was the verbal report from the patient. The latest information received on 19.07.2021 from the UK affiliate suggests the adverse event had completely resolved. Despite several reminders, no further information could be obtained, so the clouded vision could not be linked to a dermal filler-related visual disturbance.